Event description:
Additional information from the patient's health care provider showed the patient's symptoms were due to progressive cervical spinal stenosis and cervical myopathy, and not device related.

Event description:
It was reported the patient had loss of bladder, bowel, and leg function. The patient was potentially going to have a magnetic resonance imaging (MRI). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model: 3889-28, lot# v836405, implanted: 2012 (B)(6), programmer model: 3037, serial# (B)(4). (B)(4).